Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion, the guide wire was found kinked in the package. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire was found kinked within the sealed kit was confirmed. The customer returned one sterile kit. The guide wire assembly and guide wire were observed within the sealed kit. Visual examination found the guide wire is kinked at the end of the straightening tube. No other damage was observed with the guide wire and no damage was observed to the kit. The guide wire is packaged inside a rigid tube without a protective cap over the j-bend. The device history record review was performed and did not reveal any manufacturing related issues. Since this assembly does not include a j-bend cap and the kink was observed to the j-bend area, it is possible that the guide wire came in contact with other components and/or the tray and became damaged. The probable cause of this complaint is shipping and handling based on the information provided and the condition of the sample returned. No further action will be taken.